Manufacturer narrative:
This is 1 of 2 mdrs related to this event. Please see MDR number: 2242816-2011-00099.

Manufacturer narrative:
This is 1 of 2 mdrs related to the same event. Please see MDR number: 2242816-2011-00099.

Event description:
It was reported that during the procedure, the driver fractured while screwing the cross connector. The cross connector was removed and replaced. Patient outcome: no adverse effect reported as a result of this event.